Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional information was received from the user facility via email confirming the device will not be sent back to olympus and was disposed of. Per the user facility, the power button became damaged / broken with possible wear. The power button because damaged when the device was in use, however this was not elaborated on. The device button did not become stuck due to a sticky substance or residue. The device was inspected prior to use, and damage and abnormalities were observed, however, this was not elaborated on. The device was able to be powered on and off using the button then the power cable is disconnected. There were no errors, warnings, alerts or alarms. Based on the results of the legal manufacturer's investigation, more than 9 years have passed since the product was delivered, and it is likely that external force was applied leading to age deterioration over time.

Manufacturer narrative:
The leak tester was not returned to the service center for evaluation. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the internal parts of the power button and light bulb were exposed on the leak tester. There was no patient involvement.